Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched which buckled/kinked the inner tubing and prevented the helix from extending and retracting properly.

Event description:
It was reported during the implant procedure that the lead was attempted but not used as it became temporarily stuck in the subclavian vein. When the lead was extracted from the patient's body, the physician noted the helix was extended; however, at the time the lead was introduced, the helix was fully retracted. The lead was not implanted. No patient complications have been reported as a result of this event.